Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, while the patient underwent a procedure to reposition the receiver-stimulator on (B)(6) 2013, but the repositioning did not occur. During the same surgery, a piece of wire was located and removed. Following the procedure, the patient had a seizure and was hospitalized overnight and discharged (B)(6) 2013. The patient has a history of seizures. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient has permanently discontinued use of the device due to reports of pain with stimulation. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(4) 2013.